Event description:
It was reported that the user experienced an occlusion alert on the ilet and, after changing the inset infusion set, the alert recurred; blood glucose was 222 mg/dl during the call and began trending down after the user cleared the alarm, with plans to monitor and perform a full supply change if alerts recur. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the medical device problem was characterized as lack of effect with insufficient information on the specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.